Event description:
The ibc from pt's spouse regarding sqr ms3 pump troubleshooting. States the pump was alarming this morning at 5am but no error message on screen and instead screen went blank. States he attempted to resolve the issues with a few presses but no response. Replaced battery and restarted pump but same issue occured about one hour later. Pt has switched over to backup pump safely and no issues with other dmo for now. Malfunctioning pump not available at the moment but will call back when he gets home to provide. Pt has increased pump rate to 0.02ml/hr as of yesterday. Please send replacement ms3 pump to home address and ok to leave w/o signature for delivery tomorrow (B)(6) 2017. Notified team to set up shipment. Dose or amount: 18ng/kg/min. Frequency: (B)(4). Route: sq. Dates of use: (B)(6) 2016 to ongoing. (B)(4).